Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 26 mg/dl at the time of the incident, and 70 mg/dl at the time of admission. The customer was at 78 mg/dl at the time of the call. The customer was changing the reservoir and noticed that the screen was blank, and the reservoir was leaking. The customer was given icing, glucose, intravenous fluids, and a soda to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. Customer also reported that the act button is hard to press. The insulin pump and reservoir will not be returned for analysis.